Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 67. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was preformed and a white screen was observed on the screen. The data log could not be retrieved and functional testing could not be performed. The customer complaint could not be confirmed because of the occurrence of the white screen internal error. The root cause could not be determined.